Manufacturer narrative:
Event was initially reported by the pt. Coopervision f/u includes several e-mails, a phone call and a letter. It is unk which product was involved or which eye. No additional information has been rec'd despite several requests to the pt. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the event. Conclusion: based on statements by the pt, the pt suffered an eye infection and temporary blindness. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Pt e-mailed coopervision on (B)(6), 2011. Pt stated that one of her contact lenses had a cut on the outside of the lens. The pt stated she rec'd a cut on her eye as a result of the lens. Pt stated that temporary blindness occurred as the eye became infected. Since coopervision became aware of this incident, coopervision has attempted to contact the pt on five different occasions.